Manufacturer narrative:
Corrected h1/h2 - type of reportable event.

Manufacturer narrative:
Correction h1/h2. Addition h6: code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 4315.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis (excluder) and gore® excluder® iliac branch endoprosthesis (ibe) for abdominal aortic aneurysm and right common iliac aneurysm. It was reported that the physician had to use force when advancing the gore excluder internal iliac component through the dryseal flex sheath (dsf1245, lot/serial number is unavailable) valve. There was also difficulty tracking the device into the right internal iliac artery. After review of images revealing ¿wire wrap¿, the physician and gore clinical specialist decided not to implant the device and to retract it from inside the sheath. After removing the device, they noticed the device was damaged (¿nose cone was floppy¿) and did not feel it was safe to implant in the patient. The nose cone was not floppy before advancing through the sheath. The device was not implanted. The device was destroyed at the hospital. The physician chose to coil and cover the right internal iliac artery. The patient tolerated the procedure.